Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 140mg/dl. The customer mentioned that insulin was squirting out, the motor did not slow down, and the numbers were not ramping. No further info was provided.